Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The device recognized an ECG rhythm with electrode pads attached and provided audio voice prompts and was able to charge and discharge appropriately. The event electrodes were not returned as part of this investigation. The data card contained no data related to this report. No trend is associated with reports of this type.